Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 31 august 2023 anika received a medwatch report (mw5144992) from the FDA. It was reported that a patient of unknown age and "demographics" had expired on an unspecified date. The product listed on the medwatch was orthovisc. There was no allegation of a temporal association between the use of the device and the patient's death. There was no report of a device malfunction at the time of use.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event could not be confirmed based on the limited information available. It was reported that a patient of unknown age and demographics received one dose of orthovisc injected (course unreported) for three weeks, once a week. It was reported the patient expired on an unspecified date. Orthovisc was listed as the associated product, however there was no specific allegation that there was a temporal association between the use of the orthovisc device and the patient's death. Additional information was not provided upon solicitation. The lot number was not reported, therefore a review of the batch record could not be performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. A three year retrospective review of all nonconformances for orthovisc was performed. There were no nonconformances documented that was related to the reported event. The cause of the reported event could not be established. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 31 august 2023 anika received a medwatch report (mw5144992) from the FDA. It was reported that a patient of unknown age and demographics had expired on an unspecified date. The product listed on the medwatch was orthovisc. There was no allegation of a temporal association between the use of the device and the patient's death. There was no report of a device malfunction at the time of use.